Event description:
It was reported that "final tightening and the torque wrench slipped out of the blocker and the doctor looked down and the blocker was cracked."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.